Manufacturer narrative:
510k: this report is for an unknown cage/spacer: conduit eit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article hyun-jin park et al (2021), minimally invasive transforaminal lumbar interbody fusion using the biportal endoscopic techniques versus microscopic tubular technique, the spine journal vol. Xx, pages 1-12 ((B)(6)). The purpose of this retrospective cohort study was to compare clinical and radiological outcomes of biportal endoscopic technique transforaminal lumbar interbody fusion (be-tlif) and microscopic tubular technique transforaminal lumbar interbody (mt-tlif) in patients with single- or two-segment lumbar spinal stenosis with or without spondylolisthesis. Between march 2018 and july2019, 79 patients (47 in group a mean age 66.87 years and 32 in group b mean age 66.38 years) who underwent biportal endoscopic technique transforaminal lumbar interbody fusion (be-tlif) microscopic tubular technique transforaminal lumbar interbody (mt-tlif) in patients with single- or two-segment lumbar spinal stenosis with or without spondylolisthesis. Surgery was performed using an unknown insight access tube set (depuy synthes spine; reynham, ma, USA) for mt-tlif and titanium porous (ti-porous; conduit eit cellular titanium cage, depuy synthes, west chester, pa, USA) interbody cage for all patients. Followups were evaluated at 1 month, 6 months, and 1 year after surgery. The following complications were reported as follows: 1 patient in group b died from pneumonia. In both groups, the cpk levels reached a maximum level on postoperative day 1 (cpk1) and returned to a normal range on postoperative day 7 (cpk7). The crp levels reached a maximum level on postoperative day 2 (crp2) and returned to a normal range in the second week after surgery (crp14). The crp1 levels were significantly higher in group b than in group a. Group a: 1 patient had an incomplete decompression, 2 patients had hematoma, 3 patients had dural tear. 1 patient who had incomplete neural decompression recovered without a secondary surgery. Group b: 2 patients had incomplete decompression, 1 patient had a hematoma, 1 patient had a dural tear, 1 patient had an infection. 5 cases of incomplete neural decompression, epidural hematoma, incidental durotomy, and surgical-site infection occurred in group b. This report is for an unknown titanium porous (ti-porous; conduit eit cellular titanium. Cage)interbody cage. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).